Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER after receiving inappropriate therapy for svt. It was noted that the patient had passed out but the cause was undetermined. Programming changes were made. Patient was fine after the event.